Manufacturer narrative:
Evaluation results: related to operational context. Evaluation conclusion: operational context lead to event. (B)(4).

Event description:
The physician was attempting to deploy an 8mm diameter x 60mm length complete se peripheral stent system to treat a lesion in the right iliac of a patient. While the delivery system of the stent was still in the passing through the introducer sheath, the physician felt resistance to the delivery system, so the physician removed the delivery system out of the patient and noted that the stent was partially deployed despite the fact that there was no attempt to open the stent. No patient injury and no clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The first two distal stent segments were exposed and deployed. Inspection of the device handle confirmed the red safety clip was present on the returned device.